Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 18mg/dl. The customer stated that she had headaches and was going to have an endoscopy, but it was canceled. The customer stated that she was disconnected from the insulin pump during the rewind and prime process. The programming on the insulin pump was correct. The customer stated that she was on antibiotic. The customer stated that the insulin pump was not exposed to an MRI, but she had an x-ray and the insulin pump was outside of the room. No further info was provided.